Event description:
It was reported that there were 2 broken eval bullets that need replaced, and a broken surface piece. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6).